Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in a calcified left main artery. A non bsc 7f guide catheter engaged in the target lesion then the lesion was treated with rotational atherectomy. A promus element plus, mr 4.00x20mm was placed and intravascular ultrasound was performed using a non bsc diagnostic catheter. It was then noted that the proximal edge of the stent appeared damaged distally approximately 5mm. The promus element plus stent was post dilated with an unknown manufacturer's nc balloon catheter. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).